Event description:
Event description cpi received information that during pre-discharge testing one day after implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the patient's arrhythmia was not converted with the maximum output shock (27 joules). The pocket was re-opened and the lead configuration modified, but conversion was still not successful. A thoracotomy was performed, and patch leads/epicardial leads implanted with a a higher energy ICD.